Event description:
Patient reported "broken tubing" with a lap-band system. The event was first noted when the patient experienced no restriction, started feeling hungry, the band wouldn't take fills, and [the patient's] cholesterol increased. The physician "injected dye into the port and saw fluid leaking right out." The device remains implanted and explant surgery has not been scheduled at this time.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the serial number or model number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."